Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - stem. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left elbow arthroplasty. Subsequently, the patient was being considered for a patient-matched ulnar implant for an unspecified reason. Attempts have been made, and no further information has been provided.